Event description:
A monarc subfascial hammock was implanted on (B)(6) 2011. It was reported that the device was removed due to infection on (B)(6) 2011.

Manufacturer narrative:
Part of a monarc sling mesh was returned. The partial sling measures approximately 13.5 cm in length. This mesh appears slightly stretched. Both ends of the mesh appear cut. No tensioning suture was present. The sling appears to have been stretched in the operating room on removal. Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.